Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during device check the leadless implantable pulse generator (ipg) exhibited high right ventricular (rv) thresholds. The ipg was reprogrammed and remains in use. No patient complications have been reported as a result of this event.